Event description:
The customer reported that she went to the emergency room with a high blood glucose reading of 481 mg/dl. The customer stated that she changed the infusion set six times, but that did not resolve the issue. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.